Event description:
Literature case "mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty". Author: ali assaf et al., european journal of orthopaedic surgery & traumatology (2019). It was documented on the paper that there was a patient that developed a stitch abscess, which was treated with oral antibiotics and resolved with no further complications.

Manufacturer narrative:
Results of investigation: it was reported from a literature review that the patient developed a stitch abscess, which was treated with oral antibiotics and resolved with no further complications. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, complaint history and sterilization documentation review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.